Event description:
The reporter stated that the surgeon was inserting a 20.5 diopter three piece collamer lens model cq2015 into patient's eye and the cq cartridge- fp tore the lens. The lens was removed without enlarging the incision. No patient injury. This is the second incident that this happened to on this patient. See manufacturer report # 2023826-2006-00867 for the first incident.

Manufacturer narrative:
The cartridge was not returned for evaluation; however, the lens was returned and visual inspection shows a portion of the optic is torn off & missing. And one haptic is torn. There is clear surgical residue on the lens.